Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye as the patient experienced various visual disturbances, including blurry vision, halos, and streaking during the day and negative dysphotopsia. There was no patient injury. The best corrected visual acuity pre-op was 20/20 and best corrected visual acuity post-op was 20/20+1. No other information is available.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 27, 2025. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected revealing scratches on the lens surface. No further issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.